Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The patient's blood glucose level was 500 mg/dl. The customer was admitted to chi;ldrens memorial in colorado springs.the customer was treated with insulin grip and dishcarged the next day. The patient put in a new request for training with the new insulin pump. The customer was advised to contact dcm and request for training. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).